Event description:
The patient reported she had 6 vgo's where the adhesive did not stay attached for the full 24 hours. The patient stated the adhesive would start to feel loose after a few hours then when she would take a shower the vgo would completely fall off. The patient stated she cleans the area with alcohol and lets it dry completely before applying the vgo.